Event description:
A report was received that a pt's lead was explanted due to suspected infection. The pt's ipg remains implanted. The pt's symptoms included a dull ache in his spine and body aches. The physician suspects it could have been excess fluid in the pocket site. The pt was given oral antibiotics (leviquin) and is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned to bsn for evaluation.